Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have a broken grip at the grip base. A piece approximately 0.207" x 0.638" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during central processing, the cadiere forceps lost one end of the grasper. There was no patient involvement.